Event description:
Consumer was using the gum technique compact soft toothbrush for six years. Everytime he changed the toothbrush within the first half or so uses a bristle would fall out.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.